Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
The customer suffered a convulsion and was taken to the emergency room due to low blood glucose of 90 mg/dl. The caller stated that the meter may not have been reading correctly. The customer's blood glucose when in the emergency room was unknown. The customer was in the emergency room for a couple of hours. The customer does not use the auto mode feature.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to low blood glucose level and visited to emergency room on (B)(6) 2020. Customer¿s blood glucose level time of incident and current was 90 mg/dl. Customer was treated with glucose intravenous drip for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer declined with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.